Event description:
It was reported that this right atrial (ra) lead exhibited far-field oversensing resulting in stored atrial tachy response (atr) episodes. Technical services (ts) recommended programming options. This lead remains in service. No adverse patient effects were reported.